Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the imaging issue was caused by faulty power supply. It is probable the power supply was faulty due to corrosion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the high definition lcd monitor did not display image. It was noted that the monitor remote may have been malfunctioning. The issue occurred during inspection for use for a diagnostic procedure and it was completed by replacing the cart. There were no reports harm associated with the event.